Event description:
This rv lead was implanted in an unknown date and still remains implanted at this time. The lead exhibited increased pacing thresholds and loss of capture. Threshold of the rv lead was 2v@ o.sms and was programmed to sv@ 0.05ms. Loss of capture of the rv lead led to greater than 2 seconds of asystole which was confirmed through review of ECG and device interrogation . The patient reported symptoms associated to bradycardia. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).